Event description:
The clinic reported noting microbubbles in the venous line passed the uabd within minutes of initiating treatment. There was no pt injury or medical intervention. The bloodline in use was retained for return to the MFR, but no companion samples were available for functional testing.